Event description:
The customer stated, that she performed a control test and received a result of 214 mg/dl. The normal control range was 92-133 mg/dl. No adverse events were alleged. The customer stated, that she disposed of the test strips that gave the high control test result. No product will be returned.